Event description:
The reporter noted "during lumbar arthrodesis surgery, the threaded part of the screw came out the device was not used in the surgery. No part of the device stayed in the pt. The event did not lead to increase the surgery time and there was no risk for the pt." Additional info was requested by integra but not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.